Event description:
It was reported that the povidone-iodine gauze/ sponge was dislodged and protruding from six (6) units of minicaps. This was observed during setup for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.